Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 11mm cs insert; cat# unk ; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to pain. No possible cause or contributor for pain was reported to the rep, but the implants were reported as not being loose. The patient's baseplate and insert were revised, and osteophytes removed.